Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on or about (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated MDR numbers: 1225714-2013-01600, 01601, 01602, 01603. 0361 and 0362.